Manufacturer narrative:
Type 2 diabetic on vgo for 2 days reported that her readings were so high she felt sick and went to the hospital ER. The patient said she was given lantus and novolog. The patient has discontinued using vgo. She states the vgo was not enough insulin so she ended up in the hospital. Pt. Did not know what size vgo she was prescribed or her meal bolus on vgo. Pre-vgo and post-vgo. Pt. Now on lantus 70 units daily with an undisclosed amount of novolog at meals. There was no allegation of device malfunction. The device was not returned for investigation. The root cause is likely the pt. Requiring more insulin than prescribed.

Event description:
Type 2 diabetic on vgo for 2 days reported that her readings were so high she felt sick and went to the hospital ER. The patient said she was given lantus and novolog. The patient has discontinued using vgo. She states the vgo was not enough insulin so she ended up in the hospital. Pt. Was not able to inform the ae assessor what size vgo she was prescribed or her meal bolus on vgo. Pre-vgo and post-vgo. Pt. Now on lantus 70 units daily with an undisclosed amount of novolog at meals. The hyperglycemia in this report is likely from the pt. Requiring more insulin than prescribed. The device was not returned for investigation.

Manufacturer narrative:
Initial reporter. Health care professional: no. Non health care professional'. Follow up 1. If follow-up, what type correction.